Event description:
During the procedure, the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician performed intervention and deflated the occlusion balloon. The physician needed to perform another interventional procedure and inflated the occlusion balloon for a second time. The physician performed the second intervention and attemped to deflate the occlusion balloon and it would not deflate when required. The physician decided to pull the inflated occlusion balloon into the tip of the guide catheter causing it to deflate. The physician completed the case without distal protection. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3-device evaluation anticipated, but not yet begun.